Event description:
During a biliary tips treatment procedure, the biliary unstep plus 10x94x75 wallstent appeared shorter than indicated on the package. The pt had previously had the wallstent implanted and presented on this date for a re-intervention due to an occluded stent. When the stent was measured, it was approc 80 mm in length, but should be 94 mm or longer in an open vessel. The procedure outcome and pt condition were reported as "fine".